Event description:
It was reported that upon inspection at the distribution site, the unit appeared to be cracked.

Manufacturer narrative:
Eval summary: visual inspection of the returned device showed a crack near the pin. The investigation concluded the root cause of the reported event is likely user misuse. A material analysis of previous reported devices indicates the device fractured from an overload condition. It is likely the augment trial was not seated properly prior to impaction. Previous trend analysis of the reported event indicates the observed complaint rate is acceptable within the defined occurence rate of 2500 cpm. The device mfg history record for the reported lot ID indicates that devices were manufactured and accepted into final stock with no reported discrepancies.